Event description:
The device was returned to baxter for service. During product eval, the baxter technician reported a colleague pump with a condition of all keys intermittently functioning on the pump head module keypad on channel a. There was no pt injury or medical intervention necessary. This device utilizes user interface module master software (B) (4)that is categorized as unremediated. No additional info is available.

Manufacturer narrative:
(B) (4). Eval summary: during product evaluation, a pump with a condition of "all keys intermittently functioning on the pump had module (phm) keypad" was discovered on channel a. Inspection of the device revealed the condition was caused by corrosion. The phm keypad on channel a was replaced to address the condition found during service. The pump was retested and returned to the customer within specification. This issue is currently being investigated under mdq-CAPA-(B) (4).